Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b7. D1, d2, d4, d6a, g4, h4, h6.

Event description:
Patient reported left side rupture. Patient additionally reported left capsular contracture baker grade unknown. Healthcare professional additionally reported "free silicone within the left axilla". Device has been explanted and replaced.

Event description:
Patient additionally reported left capsular contracture baker grade unknown. Healthcare professional additionally reported "free silicone within the left axilla". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.